Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately middle of december 2023 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7100055.

Event description:
It was reported that patients leads had migrated. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return.